Event description:
A site representative, registered nurse (rn), reported that while in a cranial procedure, and after instrument verification, the navigation system camera stopped tracking instruments. No incision has been made at this point in the surgery. The instruments all verified without issue, then the camera displayed the message: disconnected, and showed a red x on the instrument tool cards. A re-boot of the system restored normal function, allowing the surgery to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported the issue appeared to be resolved. The reported issue could not be reproduced. No further issue reported from the site. System is functioning as it should. RMA issued. Replacement camera cable shipped to site (B)(4) 2014. Medtronic investigation determined the returned suspect cable was found to be in good condition with no damage to the cable or connectors. The cable passed a continuity test with no opens or shorts detected. During the test the cable was stressed but did not cause any issues. No problem found. Fully functional - device did not cause event. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
The navigation staff cart was returned to the manufacturer for analysis. The system was powered on and there was no power to the positioning sensor unit (psu). The front cover was taken off and it was found that the power cable and communication cable to the system control unit (scu) were unplugged. The cables were reattached and the power and communication were restored. The software was launched, and no communication issues with the psu were observed. Diagnostics were ran to check the log files on the scu and psu with no errors were reported. The system was ran for 2 days without issue. The software was cycled several times and no issues were observed. The computer functioned properly during testing. The tracking with other components was functioning properly. The computer passed all testing with no problems found. The system was returned to site with cable connections secured and it was used in subsequent cases with no further issues reported.